Event description:
The customer reports that during testing they noticed that the device did not keep the injected air. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.